Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported leakage problem around the texium, causing a chemo spill. Additional information: the leak was caught 12 minutes after the bag had been running, so a large puddle of chemotherapy drug/solution was on the floor in the patient's area. This required nursing to use 2 chemotherapy spill kits to clean up, potentially exposing others in the area before the leak was found.